Manufacturer narrative:
Unit received with completely broken reservoir tube lip, minor scratched display window, cracked reservoir tube window, cracked case at reservoir tube window corner, and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that where the reservoir is inserted in the insulin pump, it broke off. Part of the reservoir chamber was missing. Customer's blood glucose level was 150 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.